Event description:
Initial reporter stated that during surgery the vitrector would not cut or aspirate. Surgery was delayed about 30 seconds as they opened another pack. There was no effect on the pt.